Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned. A photo was provided of the device on what appears to be a non-sterile surface. The device body is visible from mid-barrel. The lens and plunger have been advanced with the lens partially exiting the loading area. The nozzle is beside the barrel. Viscoelastic is observed inside the nozzle. A determination for the cause of the event cannot be determined from the photo. It cannot be determined if the nozzle was fully seated or if there is damage that caused the nozzle to shift without evaluation of the physical device. A non-qualified viscoelastic was indicated. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, after injecting the viscoelastic into the preloaded delivery system there was leakage observed coming out from the middle part of the cartridge while the nurse pushes the injector. The nurse further pushes the injector causing the tip part of the cartridge to detach. The procedure was completed with another preloaded delivery system and iol successfully implanted. Additional information was provided indicating that there was patient contact but no harm.